Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing severe pain, urinary tract infections, mesh shrinkage, erosion, walking difficulty, inability to have intercourse, urinary problems, bleeding, unspecified infections and toxins. The patient has undergone multiple surgical procedures including division of the mesh due to too much tension. The mesh remains implanted, but the patient is awaiting removal. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.